Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the user changed the cartridge and insulin set. The user's blood glucose level was 73 mg/dl.

Manufacturer narrative:
Reportedly, the user changed the cartridge and infusion set.